Event description:
Boston scientific crm received information that this atrial lead was exhibiting a unspecified issue which resulted in the associated pacemaker being reprogrammed to vvi configuration. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional event details were unsuccessful. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.